Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/21/2017 with the following findings: a review of the black box showed a short battery life with a voltage drop leading to a call service 128 alarm. The rewind, load, and prime steps were performed successfully. All currents were within specifications. No alarms occurred during the investigation. The pump cover was removed to find no intermittent conditions to the power printed circuit board. The short battery life complaint was unable to be duplicated during the investigation. Unrelated to the original complaint, the battery compartment was cracked at the threads on the side. The returned battery cap was undamaged and was able to fit securely.